Event description:
Patient reported that her pump broke (serial number: unknown. Maintenance due date: unknown) and she was unable to get it working and had to waste 5gm of gamunex-c. Unknown if patient missed dose or if adverse event(s) occurred due to product issue. Pharmacy to replace pump. Unknown if md is aware. No further information provided. Reported to (B)(6) by: patient/caregiver.